Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the site was associated with the 1st camera cable and the backup camera cable. Inspection of the camera cables by the fse found that both were worn and were bulged on the side that connects to the camera head. Also, during the fse's investigation he was advised by the isi clinical sales representative that the site had a 2nd back up camera cable; however, the site was unable to locate it when the vision issue occurred. The fse installed and tested the cable on the site's system found that it functioned within specifications, as the left and right images were observed to be normal. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cables. The fse also inspected the site's camera heads and found that one of the cameras exhibited cracks on the housing and that the light guide assembly on the camera head was loose. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. On (B)(4) 2013, isi contacted the initial reporter concerning the reported event. The initial reporter indicated that the surgeon made the decision to complete the planned surgical procedure using open surgical techniques as a result of the camera cable malfunctions. The initial reporter indicated that to the best of her knowledge there was no injury to the patient as a result of the camera cable malfunctions. The initial reporter also indicated that to the best of her knowledge the patient tolerated the open surgical procedure well and the patient has not returned to the hospital due to any post surgical complications as a result of the reported event. The initial reporter indicated that the 2nd backup camera cable was not located until after the surgeon had converted the planned surgical procedure to open. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon experienced a yellow halo in the left eye image through the high resolution stero viewer. With the assistance of an isi technical support engineer, the customer swapped to their backup camera head, camera cable and light guide; however, the issue occurred with the right eye image. The tse instructed the sight to swap the core video cables; however, the vision issue persisted. With the assistance of the tse, the site performed additional troubleshoot techniques; however, the issue was not resolved. The site informed the tse that the surgeon was going to perform the surgical procedure in 2d and with the assistance of the tse, the site converted the system to 2d mode. Approximately 1.5 hrs later the isi clinical sales representative contacted isi technical support and indicated the surgeon made the decision to complete the planned surgical procedure using open surgical techniques.